Event description:
In 2005, a pt underwent successful repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. In 2006, the pt had an unrelated episode of sustained vomiting and a CT scan taken after this event showed the aorta had enlarged above the graft as well as a new onset proximal type I endoleak. Two additional tag devices were implanted to repair the endoleak. The following month, a third intervention was performed after a study showed that one scallop from the originally placed device had bent and perforated the wall of the aorta into the esophagus. The perforation was repaired surgically. The pt tolerated the procedure. Imaging films and a portion of the original device will be sent for further evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.